Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received a shock for atrial fibrillation for rapid ventricular response. The device vibrated for hv lead impedance out of range high. The sensing decreased. The capture threshold increased as well. The device was explanted and replaced.